Event description:
User facility reported to FDA that threads from acetabular inserter instrument had broken off in apex hole of acetabular shell. Surgeon attempted to remove all of the threads, but was not able to retract the small amount of threads.